Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of filters. Investigation: despite requests, either precise information about the incident nor x-ray pictures are available for analysis. Consequently no thorough investigation can be performed. No conclusion can be drawn. B braun medical (B)(4) has provided all the information currently available. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success. B braun medical (B)(4) is submitting this report to comply with 21 c.f.r. Part 803, the medical devic reporting regulation. This report is based on information provided to b braun medical (B)(4) by the us importer and has not been substantiated by any verifiable information (e.g. Films or medical records) that could be used to investigate the veracity of the alleged incident.

Event description:
On or about (B)(6) 2004, patient was implanted with the lp filter. Patient had been hospitalized for deep venous thrombosis and a history of pulmonary embolism. It was decided that the patient undergo the implant to prevent complications associated with dvt. On or about (B)(6) 2017, (13 years after implant) the patient suffered from internal bleeding and eventually passed away due to this condition. An autopsy conducted after death allegedly noted the presence of deep vein thrombosis and pulmonary embolus.